Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to login due to no access right to area 3c. The technical support specialist advised the customer to check the access with admin and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unable to login to apps. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a short delay in patient care. There were no adverse events or injuries reported based on this event.